Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed with one pinhole on the left dome and one cut on the right transducer. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt realized that there was fluid leaking from the tubing set. There is no known pt ill effects. Sample is available.